Event description:
It was reported by a customer in the USA that the 840 ventilator was showing a blank top display, resulting in an inoperative unit. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the ventilator, and replaced the liquid crystal display (lcd) panel assembly. The unit passed complete performance verification and all tests and calibrations per MFR's specifications. (B)(4).